Event description:
It was reported that after performing a device interrogation, diagnostic data could not be displayed. There were no anomalies in operation. No intervention was performed. The patient and the device will continue to be monitored.